Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received four unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and visualized a uterine perforation. The attempted novasure was aborted. No intervention was required and the pt was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).